Manufacturer narrative:
(B)(4).. Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter xl. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection of the adapter noted three cracked solder joints and a bowed mma switch. During functional evaluation of the adapter, the reported condition of reload not recognized was replicated intermittently. The observed conditions are the result of an improper assembly or solder step. A product enhancement has been initiated to prevent recurrence of this condition. Visual inspection of the handle noted no abnormalities. Functional evaluation of the handle noted that the handle calibration failed leading to a flashing green handle status indicator and solid blue lights. The handle also failed continuity testing indicating a broken trace on the bldc board. This secondary finding was found to be unrelated to the reported condition, and a product enhancement has been initiated to prevent recurrence. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lower left lobectomy procedure, the scrub tech had an issue with the powered stapler recognizing the reload. The green reload light on the bottom of the handle was not illuminated when properly attached. When the reload was removed, the adapter would not calibrate, which confirmed it was not being recognized. The tech was asked to detach the adapter and reattach so that the adapter would recalibrate/reset, which it did. The reload was then attached and recognized by the handle and appropriate green light was now illuminated. The powered stapler was cycled (closed/opened). During positioning of this reload the powered stapler suddenly calibrated and lost communication with the reload. The powered stapler was removed and the 3rd green light for the reload was no longer illuminated. They tried removing and putting a different reload on the stapler, but it also did not recognize the reload. Another powered stapler was opened to finish the case. The same (previous) reloads were used without issue. They tried to duplicate the issue with the first stapler and could not. This may be attributed to the battery being removed which allowed each component to recalibrate/reset as it was reassembled. There were no patient issues. The last known patient status is fine.